Manufacturer narrative:
02/09/2022 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2022, the consumer claims to have fallen asleep while in use of the device and has burned her buttocks. Medical attention was received.

Manufacturer narrative:
02/09/2022 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2022, the consumer claims to have fallen asleep while in use of the device and has burned her buttocks. Medical attention was received.